Event description:
It was reported that the spinal cord stimulation (scs) patient's during an elective implantable pulse generator (ipg) procedure for a system upgrade and magnetic resonance imaging (MRI) access, high impedance readings were discovered on the adapters. The patient underwent a procedure where the adapters and ipg were explanted. Patient is doing well post operatively with good coverage. The explanted devices will not be return.

Manufacturer narrative:
Product family: upn: scs-adapters. Model: sc-9208-15. Serial: (B)(6). Batch: 7070077.